Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer regarding rebooting their system. The reported problem was resolved by the customer. No additional service information was provided.

Event description:
The customer reported the system would not boot up. No patient injury was reported.